Event description:
It was reported that the right ventricular lead was attempted but not used as the physician suspected a problem with the helix. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.